Event description:
The customer reported that the pt was burned due to a defective exposed cord. The burn occurred on the lower abdomen and was at least a second degree burn, with blisters and charred area noted. The procedure was primarily a breast augmentation followed by a secondary tummy tuck. Area of burn was excised during tummy tuck and therefore the pt is unaware of the occurrence. The cord was "broken" and the bare wire was sitting under a towel and touching a metal instrument which caused the burn which was then noted when the team changed over for the abdominal procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.